Event description:
It was reported that, after the implant procedure of this right ventricular (rv) lead, the patient experienced pneumothorax in the left lung, both apical and lateral wound dehiscence, a secondary cardio mediastinal shift to the right, and emphysema in the left chest wall and neck areas. Subsequently, a pigtail drain was placed, which was noted to be an invasive surgical procedure, to allow for sufficient drainage. This resulted in the prolongation of the existing hospitalization. X-rays were performed. It was noted that the physician believes that this was caused or related to the implant procedure and the patient symptoms are being resolved in an expected manner at this time. Currently, this lead remains in service.